Manufacturer narrative:
H6: device code 1494 clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
T was reported that an arteriotomy closure of the right common femoral artery was attempted using two prostyle devices after an interventional abdominal aortic aneurysm repair procedure with a 12f sheath. Reportedly each of the prostyle sutures broke inside the patient. The sutures were removed with forceps prior to a new proglide device being used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted that the prostyle instructions for use (IFU) states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not contribute a needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.